Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable hemostat was used. The doctor treated a patient with lumbar spondylolisthesis using absorbable hemostatic fluid and absorbable hemostatic gauze. The treatment went smoothly, but the patient experienced fever after surgery. The drainage tube was cultured with staphylococcus epidermidis bacteria, and the doctor provided symptomatic treatment such as antibiotic replacement and fluid replacement, with good results. The doctor continuously observes and tracks the patient, and the body temperature is stable without any abnormalities. In the later stage, the sterile concept and operation of bacterial culture operation will be strengthened. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the name of the index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Does the patient have a history of diabetes or immunocompromised status. 6. Was there any intraoperative concurrent use of other products? 7. What was the sequence of products used in the wound? 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 9. What was the intended use of the surgiflo? Was it used to address active bleeding or used prophylactically? 10. What was the indication for use of surgiflo? 11. Where was the surgicel used (on what tissue)? 12. Where was the surgiflo used (on what tissue)? 13. Were both product used in the same surgical site or different surgical sites? 14. How much surgicel was used during the procedure? 15. How much surgiflo was used during the procedure? 16. Was the surgicel product left in place? Was the excess removed? 17. Was the surgiflo product left in the patient after hemostasis? 18. What was the onset date of the symptoms following the index surgical procedure? 19. Has any surgical or medical intervention been performed? 20. What is the surgeon¿s opinion of why the patient experienced an infection since it is stated that ¿the sterile concept and operation of bacterial culture operation will be strengthened¿? 21. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever and infection? 21. What is the users experience w/ surgicel & surgiflo? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.